Event description:
Through a repair order, we learnt that this therapy device had failed during use and was sent to the manufacturer. As the manufacturer, lmt tried to obtain further information about the incident, but despite repeated enquiries, we only received information about the location of the failure and that the hospital had no further information about patient injury.